Event description:
The technician alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The technician replaced the side rail ratchet rivets and straightened the side rail posts to resolve the issue.